Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: the lot was manufactured from september 23, 2020 - september 24, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph and showed evidence of a ruptured bladder and separated coil cap. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the ruptured is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor burst during filling. It was further stated that the pink cover detached and a big tear was found on the bladder. The set was filled with 115ml dextrose 5% and fluorouracil. There was no patient involvement. No additional information is available.